Event description:
Philips was made aware that during clinical and therapeutic use of high flow therapy via the v60 ventilator, the device consistently displayed error code 122d (cannot reach target flow) resulting in a patient desaturation on peripheral oxygenation (spo2). The device was in clinical and therapeutic use at the time of the event. Device settings were 70 l/min flow with an unspecified fio2. The breathing circuit used at the time of the event was a fisher and paykel rt 239 with a philips ac611 high flow nasal cannula (size medium). During the event in question, the patient (spo2) decreased from the high 90 percentile to the mid 80 percentile range. The clinician bedside with the patient at the time removed the patient from high flow therapy and returned the patient to non-invasive ventilation. The clinician then reached out to a philips clinical specialist for troubleshooting. After troubleshooting, the clinician adjusted the headgear of the ac611 cannula to decrease tension and the alarm issue was resolved with no further harm or injury to the patient noted. The device alarms were troubleshot with the assistance of a philips clinical specialist. Based upon the information provided the adjustment of the ac611 headgear corrected the alarm condition and therapy was able to be resumed with no further harm or injury to the patient noted. Based upon the information provided, the no failure or malfunction of the device to perform to manufacturer declared specifications was noted. The 122d cannot reach target flow alarm functioned as designed due to the occlusive state created by overtightening of the ac611 cannula headgear.

Event description:
Philips was made aware that during clinical and therapeutic use of high flow therapy via the v60 ventilator, the device consistently displayed error code 122d (cannot reach target flow) resulting in a patient desaturation on peripheral oxygenation (spo2). The device was in clinical and therapeutic use at the time of the event. Device settings were 70 l/min flow with an unspecified fio2. The breathing circuit used at the time of the event was a fisher and paykel rt 239 with a philips ac611 high flow nasal cannula (size medium). During the event in question, the patient (spo2) decreased from the high 90 percentile to the mid 80 percentile range. The clinician bedside with the patient at the time removed the patient from high flow therapy and returned the patient to non-invasive ventilation. The clinician then reached out to a philips clinical specialist for troubleshooting. After troubleshooting, the clinician adjusted the headgear of the ac611 cannula to decrease tension and the alarm issue was resolved with no further harm or injury to the patient noted. The device alarms were troubleshot with the assistance of a philips clinical specialist. Based upon the information provided the adjustment of the ac611 headgear corrected the alarm condition and therapy was able to be resumed with no further harm or injury to the patient noted. Based upon the information provided, the no failure or malfunction of the device to perform to manufacturer declared specifications was noted. The 122d cannot reach target flow alarm functioned as designed due to the occlusive state created by overtightening of the ac611 cannula headgear.